Event description:
It was reported that during attempt to implant a implantable pacing lead, the tip of the lead would not extend. The ipl was removed and exchanged for a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).